Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock for noise on the right ventricular (rv) lead. The rv lead also exhibited high impedance and oversensing. A possible lead fracture was suspected. Vf (ventricular fibrillation) detection was programmed off for the rv lead and the lead remains in use. It was noted that a lead revision procedure will be scheduled for the patient. No further patient complications have been reported as a result of this event.